Event description:
It was reported that the device could not be set into MRI mode. System diagnostics recorded impedances within normal range, however, troubleshooting attempts were unsuccessful. As a result, surgical intervention was undertaken wherein the leads were explanted to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000099645. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.